Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(6), ubd: , UDI#:(B)(4). H3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h3) the electromagnetic (em) interface was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the em interface had faults when powered on. All the light emitting diodes illuminated, but the interface was not functional. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box was faulting, all led's on the break out box were amber with nothing plugged in, and it would not recognize when instruments were plugged in. No patient was present. Troubleshooting information was provided. The medtronic representative (rep) plugged break out box into a known working system, and it did not function. The rep plugged a known working break out box into faulted system and it was functional.